Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose. Customer reported an incident where their blood glucose was over 600 mg/dl. Customer reported they would frequently snack at night and not treat with insulin. The customer's current blood glucose was 154 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.